Manufacturer narrative:
The date of event is estimated.

Event description:
It was reported that the patient experienced ineffective therapy following multiple falls. Diagnostics revealed high impedances on the bilateral leads. As a result, surgical intervention may be undertaken to address the issue.

Event description:
Additional information received indicates surgical intervention was undertaken wherein the leads were explanted and one lead was replaced.